Event description:
The customer stated that the insulin pump alarmed and emitted a high pitched tone. Troubleshooting was performed and the issue continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display followed by a constant tone due to a defective component on the interface board. No alarms were noted.